Event description:
I had a gastric balloon (spatz) placed on (B)(6) 2024. During the procedure, the device was accidentally left inside my body by the doctor. This caused a severe choking episode that could have been life-threatening--fortunately, I survived. I consider myself incredibly blessed. Following the placement, the balloon seemed to settle in my stomach, but I experienced daily discomfort. Not a single day went by without pain or difficulty. This continued until the balloon was finally removed on (B)(6) 2024. Even after removal, I am still not 100% myself and continue to deal with ongoing discomfort. After removal, the balloon was found to be contaminated with visible fungal growth. It had hardened significantly, making it difficult for the doctor to extract. This experience caused significant physical suffering and emotional distress, and I am still working toward a full recovery.

Manufacturer narrative:
The balloon was not returned for examination. The insertion facilitator must always be removed at the end of the procedure. A review of the device labeling notes the following: the physician should also advise the patient that early removal of the balloon may be required due to intolerance or due to serious adverse events. It is the responsibility of the physician to advise the patient of the potential need to remove the device in less than 8 months due to balloon deflation. In the event of gastrointestinal intolerance, the physician may advise the patient to decrease balloon volume. It is important to discuss all possible complications and adverse events with the patient. Complications that may result from use of this product include those associated with general endoscopy procedures, those associated with the spatz3 adjustable balloon specifically and those associated with the patient's degree of intolerance to an implanted foreign body.